Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device entrapment requiring deployment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with an anterior mitral leaflet flail. It was noted that during the procedure, the clip got caught in the chordae. The physician was unable to free the device from the chordae. Subsequently, the clip was deployed on the leaflets with chordae attached. A second clip was implanted without complication, and the mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) is due to procedural conditions. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.